Manufacturer narrative:
An event regarding a implant loosening involving a mets, proximal humerus (bayley walker), humeral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mets bayley walker proximal humeral replacement, the date of insertion was unknown. The surgeon has reported that the implant now has had aseptic loosening. The CT scan provided shows radiolucent line along the humeral stem between the cement mantle and cortical bone. The cement mantle has become fragmented. The above observation indicates that the implant has loosened which confirms the reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch code was not provided. Complaint history review: a complaint history review could not be performed as the lot/ batch code was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was completed with diagnosis "loose bayley walker." Notes indicate "exchange/ upsize bayley walker tsr glenoid or cadcam slot over humeral component cadcam glenoid shell. Cva left sided hemiparesis loose genoid screw."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific implant prescription form was completed with diagnosis "loose bayley walker." Notes indicate "exchange/ upsize bayley walker tsr glenoid or cadcam slot over humeral component cadcam glenoid shell. Cva left sided hemiparesis loose genoid screw."